Event description:
Catheter placed 2/10/97 in pregnant pt. Pt receiving hypermesis (fluid replacement) and coming into hosp for treatment and infusion of zofran. Reporter was changing pt's dressing 2x/wk. About 2-3 weeks ago, pt developed a rash under occlusive dressing. Changed dressing to mediporedressing and applied mycostatin powder during dressing changes. On 3/20/97, changed dressing; did not apply mycostatin. On 3/23, pt admitted with rash all over body. Pts arm was swollen and under dressing, skin was dark red. The catheter was removed.